Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and a curved opening. A leak test was performed and two openings were found. A microscopic analysis identified a striated curved opening on the posterior side assessed as surgical damage. Fill inspection was performed and identified no blockage was in the valve. Based on the device analysis the final assessment is curved striated openings assessed as surgical damage. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.